Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient had entire system replaced due to shocks that the patient would receive within five minutes when the patient would put the left arm over the head. Thus, this right ventricular (rv) lead was explanted. An attempt to obtain additional pertinent information was unsuccessful. No additional adverse patient effects were reported.